Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used to create the interlobar. The first firing was completed without any problems. At the second firing, the closing lever returned a little and the firing trigger could not be grasped. Also, an abnormal sound was heard from the handle. The jaw would not open with the release button and the manual release lever. When the closing lever was fully grasped again, the release button and the manual release lever was functioning, so the jaw opened. It was confirmed that some staples of the proximal part had been deployed and the knife had not moved forward at the second firing. Another cartridge was loaded into the same instrument and fired, but the knife did not move forward. Therefore, blue cartridge was loaded into the device which had been used for the blood vessel and used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Release button post. The analysis found that one sc45 device was received with the release button damaged and with two (B)(4) cartridge reloads present. The cartridge reloads were received partially fired (B)(6). The device was tested for functionality with the returned reloads b and c and it fired, cut and formed all staples as intended. The device opened and closed without difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the release button post was broken. Although the release button is not part of the firing mechanism, when it breaks, it creates friction to the firing mechanism resulting in the trigger not properly returning to its home position. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.